Event description:
The customer reported intermittent fluoro when cable was kicked during a case. No patient injury was reported.

Manufacturer narrative:
The service rep could not duplicate the error. He reseated the cables, pcbs and connectors. He tested several boot ups, xrays, and cable motions. System functions as intended.